Manufacturer narrative:
Analysis found that the wave washers was bent and the clip was bent and loose. Replaced both washers and clip. The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device had a malfunction. There was no known patient impact.